Manufacturer narrative:
Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) was opened for this device.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter leaked blood into the vacutainer tube holder as it was removed from the blood collection set. No mucous membrane exposure. No serious injury, no medical intervention.